Manufacturer narrative:
The 14.5f hemo-flow catheter was returned for evaluation. A visual inspection of the device confirms the complaint. There is a crack in the hub along the arterial side between the stationary suture wing and the lumen. The entire surface of the hub appears blistered and the portion of the lumen that would be exposed at the exit site appears swollen and flat. A functional evaluation indicated the crack leaks when the catheter is flushed through the arterial (red) side. Medcomp engineering was consulted regarding this issue. The initial concern was that there may have been changes to the gate, causing the mold line to be weaker. A supplier corrective action request (scar s-24-120) was issued to the contract manufacturer. The manufacturer confirmed that the mold or its gate have not suffered any changes or repairs. The device was further reviewed by medcomp engineering. The condition of the device indicates some type of exposure to an unknown substance that is not compatible with the device materials. Although the site care reported is the care that is provided by the hospital reporting the issue, it is possible that site care performed at other sites, as well as by the patient, may contain chemicals not suitable for this device resulting in the damage. Medcomp engineering provided the following information. The catheter material, thermoplastic polyurethane (tpu) can swell when exposed to certain solvents, oils, and other chemicals, due to the absorption of these substances by the material. Examples of substances that could potentially be used for site care that if exposed to can cause swelling and damage to the catheter material include petroleum-based products such as petroleum jelly, acetone and other methyl ethyl ketone (mek) solutions used to remove excessive adhesive buildup, antifungal ointments, and isopropyl alcohol. The instructions for use (IFU) indicate that chlorhexidine gluconate solutions are recommended for site care and lists compatible solutions that have been tested. The manufacturing process includes a 100% x-ray test in which all pieces are x-rayed looking for voids or damage to the hub and lumen areas. A 100% leak test performed is performed as the last step in the manufacturing process. This test is designed to detect holes, leaks, or weak areas that existed at the time of manufacture. The device was implanted and functioned for one year with no reported issues. A definitive root cause cannot be determined but is not likely related to the manufacturing process. Conclusion: considering that the device was implanted for one year before the crack was detected, and that there have been no changes to the tooling, molds, or methods of manufacture, it can be concluded that the root cause is not directly linked to the manufacture's processes. It is possible that the catheter was exposed to a solution or chemical that is incompatible with the device material.

Event description:
The patient arrived for routine dialysis. About two hours into the treatment, the nursing staff noticed air in the set, examined the permacath, and identified a crack with mild bleeding. Dialysis was stopped and blood was not returned. However, the patient rapidly developed shortness of breath, began sweating, and felt unwell. With a working diagnosis of air embolism, the patient was laid on their left side, treated with oxygen, and connected to a monitor. A clamp was placed on the permacath. The patient became cyanotic and was about to undergo intubation, but quickly improved spontaneously and resumed spontaneous breathing. The patient remained hemodynamically stable during the event. A bedside echocardiogram showed no evidence of rv strain. A temporary femoral dialysis catheter was inserted, the permacath was removed, and the patient was hospitalized for observation.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.